Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the clinic after receiving a vibratory alert. It was reported that the device was in back up mode ( bvvi) due to an event queue overflow. The device was reprogrammed and normal function was restored. The patient was stable.